Event description:
Return reason; the customer reported the catheter had a problem of impossible pacing. Analysis determined; investigation found that the proximal electrode wire is broken at the proximal edge of the electrode, allowing an open circuit to occur. Cause is unknown. No manufacturing defects were found. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Corrective action taken; the corrective action is that manufacturing and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further corrective action is necessary.